Event description:
The facility's rep reported an infusion pump with a 500 failure code. The rep stated they have no record of any pt incident involving the pump since the last baxter svc event. Baxter's customer svc requested if this failure occurred during pt use or biomed testing, but it was unk. Additional contact info was requested, but not provided.